Event description:
Brush was also loose in mouth...round brush came off the pin...broken brush head - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via phone stated that the oral-b toothbrush was loose in her mouth. The oral-b toothbrush flexisoft round brush came off the pin. No injury was reported. On 25-mar-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 25-mar-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush was also loose in mouth...round brush came off the pin broken brush head oral-b. [Device breakage] . Case narrative: female consumer via phone stated that the oral-b toothbrush was loose in her mouth. The oral-b toothbrush flexisoft round brush came off the pin. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.